Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. Cable assembly cable pins broken.

Event description:
The patient reported the prongs on the charger were broken and it wouldn¿t charge. The patient wanted it replaced because now her implantable neurostimulator (ins) was dead and she had pain in her legs since the ins died, which was a sudden change. Relevant medical history includes spinal pain. After the patient received a connector pin cord, she plugged it into the recharger and she was able to charge her implant, but the recharger wouldn¿t charge or keep a charge even though it had been plugged into the wall. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.